Manufacturer narrative:
This supplemental report was submitted to provide additoinal information from the investigation. It was determined that the cable was damaged. A breakout box testing was performed on the returned device. A hall c to ground failure was found. Furthermore, all readings were low which is attributed to a short in the cable wire.

Manufacturer narrative:
The device was returned to the service center (B)(4) but the investigation has not yet begun. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that the angled multidebrider handpiece heats up and gives error 12 during connection/disconnection. There was no patient injury reported.